Event description:
Unomedical reference number (B)(6). Event occurred in spain. On (B)(6) 2024, it was reported that the infusion set cannula fracture occurred at abdomen. The product was in use for less than 2 days. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: spain.